Manufacturer narrative:
Concomitant medical products: product ID: neu unknown lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that once the lead was secured into the implantable neurostimulator (ins) and the ins was placed properly in the pocket, all electrodes had impedances greater than 4,000 ohms. The issue occurred during an implant procedure. It was stated that the electrodes were cleans with distilled water and dried properly. A different product was reportedly used. Diagnostic testing was not performed, but would be at a later date. The patient¿s status at the time of the event was said to be alive and no injury. There were no patient symptoms or complications associated with the event. It was reported 8 days later that the patient was implanted with a different ins. It was stated that the therapy was very effective and the patient experienced an 80% improvement in symptoms. The patient had monthly follow-ups scheduled. There were no technical issues observed since the implant procedure.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (sn: (B)(4)) found that the ins setscrew was backed out too far. The ins passed functional testing and measured impedances correctly. It could not be determined if there was a correlation between the setscrew being backed out too far and the reported high impedance issue.